Event description:
It was reported that during a cryo ablation procedure, the balloon catheter and mapping catheter were inserted into the left atrium. The pre-ablation voltage mapping started. A clot was seen on intracardiac echocardiography (ice). To remove the clot, negative pressure was applied to the sheath as the balloon catheter and mapping catheter were slowing withdrawn into the sheath and removed from the left atrium. No medication was given to reverse the effects of the anticoagulant. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant prod: continued: 4fc12 sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.